Event description:
It was reported that the patient felt dizzy and then received an inappropriate shock while entering a pool due to electromagnetic in terference which also triggered a lead integrity alert (lia). No interventions were taken. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.